Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify, when the jaws would not open after firing, how the device was removed from the tissue? Were the jaws eventually able to be opened? No reported.

Manufacturer narrative:
(B)(4). Batch #: n55883: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during the left upper lobectomy, the device was difficult to fire on the first firing with a blue cartridge. The tissue was cut but the staples were not formed into the tissue. The jaw would not open after firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n55883. The ec60 device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.